Event description:
Analysis of the returned subject guidewire device revealed that the nitinol tubing of the subject guidewire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire device found that the tip of the subject guidewire appeared to have been shaped. The subject guidewire was severely kinked/bent 13.4cm and 34.6cm from the distal end and slightly kinked/bent approximately 21cm and 29cm. The kink/bend noted at 13.4cm from the distal end was further inspected and the nitinol tubing was broken with the core wire exposed but not broken. The kink/bend noted at 34.6cm from the distal end was further inspected and the tail over the proximal bond joint was broken with a section of the torn tail still attached to the core wire with dried blood present 34.8cm from the distal end. The core wire visible inside tip dome. The subject guidewire hydrophilic coating was hydrated and there were no other anomalies noted. The functional testing could not be performed due to the condition of the returned subject guidewire device. The event was confirmed based on the damage noted to the returned subject guidewire device. The subject guidewire device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. There was no resistance encountered removing the subject guidewire from the dispenser hoop. The subject guidewire device was prepared for use as per the directions for use. The subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient. Other devices used in the procedure in conjunction with the subject guidewire device(s) were cat6 catheter and xt27 microcatheter. The subject guidewire tip was not shaped. An introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter. A torque device was used to facilitate directional manipulation of the subject guidewire and there was no difficulty rotating the subject guidewire using the torque device. The subject guidewire was torqued 2 times. The patient¿s anatomy was reported to be severely tortuous which most likely contributed to the reported event. Analysis of the returned subject guidewire device found the tip of the subject guidewire appeared to have been shaped. The subject guidewire was severely kinked/bent 13.4cm and 34.6cm from the distal end and slightly kinked/bent approximately 21cm and 29cm. The kink/bend noted at 13.4cm from the distal end was further inspected and the nitinol tubing was broken with the core wire exposed but not broken. The kink/bend noted at 34.6cm from the distal end was further inspected and the tail over the proximal bond joint was broken with a section of the torn tail still attached to the core wire with dried blood present 34.8cm from the distal end. The condition of the returned subject guidewire indicates the device encountered a significant force during use to have caused such damage. An assignable cause of procedural factors will be assigned to the as reported ¿ guidewire distal end/tip kinked/bent¿ and as analysed ¿ guidewire distal end/tip kinked/bent¿, ¿ guidewire kinked/bent¿, ¿ guidewire broken/fractured during use¿ since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.